Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up exhibiting pocket stimulation. A chest x-ray was revealed the right atrial lead had dislodged and pulled back into the pocket. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and muscle stimulation. As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with tissue. The measured full helix extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies.